Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash that bleeds when the patient scratches it. The patient reported they have a skin allergy where she itches all the time. Patient is using neosporin and moisturizer on the affected area. The outcome of the irritation is not known.